Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that the pump was revised because the pump was sticking out almost like a third nipple and it would get caught in the arm of the chair. After the pump was revised in march the patient developed a hematoma and the new pump had to be placed very deep. Per the patient they might have to do another surgery because they are having to drain blood and fluid out of the patient's abdomen. The patient had a CT scan done on saturday (B)(6) 2015. The patient was also having difficulty getting the ptm to communicate with the pump because the pump was so deep. The patient wondered if it could be used without the antenna. The pump was also used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type: catheter. (B)(4).

Event description:
It was reported the pump pocket was revised on (B)(6) 2015 and the existing pump was relocated to a pocket closer to the midline for patient comfort. The placement of the pump was the cause of the discomfort. It was closer to her ribs than she wanted it to be. The pump had not moved. The patient was to follow up in the clinic on (B)(6). Patient status at time of this report was alive; no injury. The patient was very happy with the outcome and was doing well. The pump was delivering fentanyl, bupivacaine and clonidine.